Event description:
A surgeon reported that a broken intraocular lens was noticed following insertion of the lens. The broken area was located in the center of the lens. Upon review of a video of the procedure, it was noted that enlargement of the incision was required to accomodate removal of the lens.